Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. On an unspecified date, an unspecified taxus express2 drug eluting stent (des) was implanted in a pt. At some time after the procedure, stent thrombosis occurred. No further info was reported. Further info was requested, but none could be obtained.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unk.